Manufacturer narrative:
Visual inspection: tip of of the device was confirmed to be deformed. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues were identified, one similar complaint was identified. The denali surgical technique advises against exceeding the recommended torque limit, as it can cause damage to the instrument and implant. The denali torque limiting shaft is meant to be used for final tightening of set screws, not removal- which likely exceeded the sustainable torque limit.

Event description:
It was reported that during scoliosis surgery, it was noticed that the tip deformed of a denali torque limiting shaft during screw removal. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Event description:
It was reported that during scoliosis surgery, it was noticed that the tip deformed of a denali torque limiting shaft during screw removal. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.